Manufacturer narrative:
Block b3: exact date unknown, event occurred a year prior to the date the manufacturer became aware of the event. Block d2b: pro code (product code): qrb. Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2317700. Model: sc-2317-70. Serial: (B)(6). Batch: 20512223 UDI: (B)(4).

Event description:
It was reported that the patient was experiencing inadequate stimulation due to high impedances noted on the leads. The patient underwent a procedure wherein the leads were replaced. The patient was doing well postoperatively. The explanted leads were not returned as they were discarded by the medical facility.